Manufacturer narrative:
The returned handle was evaluated. There were no visual indications of damage to the device. The handle was functionally tested and found to meet the torque output requirements. The complaint cannot be confirmed as the handle was found to operate as expected. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the torque limiting handle felt like it was outputting torque above the limit during surgery but it was used to complete the procedure. There was no patient injury reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.